Manufacturer narrative:
H6: investigation summary bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel bubbles was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of gel bubbles was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of gel bubbles based on returned photos. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was air bubbles in the gel. The following information was provided by the initial reporter. The customer stated: "many dry tubes with gel from lot 1253843 have bubbles in the gel."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was air bubbles in the gel. The following information was provided by the initial reporter. The customer stated: "many dry tubes with gel from lot 1253843 have bubbles in the gel."